Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an left atrial appendage occlusion procedure with a nuvision nav ultrasound catheter and an overheating issue was observed. The s70 ultrasound machine displayed an error that indicated the catheter was overheating and it instructed to reselect the catheter. Reseated the catheter without resolution. Reselected the catheter without resolution. When the catheter was replaced, the issue resolved. The catheter was brand new and not reprocessed. No ablation was completed during this procedure. No patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent a left atrial appendage occlusion procedure with a nuvision nav ultrasound catheter and an overheating issue was observed. The device evaluation was completed on 06-mar-2026. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, ultrasound and temperature test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. A temperature test was performed, the thermometer was connected to the device handle while connected to the ultrasound, and after a while the readings were displaying high above 40 degrees. Also, in the ultrasound system a high temperature error was displayed on the screen. Due to this condition, manufacturing investigation was requested and it was determined that this type of failure was related to the manufacturing process since during the investigation it was observed a poor joint between her thermistor and the eam which caused the high temperature issues. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The temperature issue reported by the customer was confirmed. The root cause of this failure was traced to the manufacturing process. The necessary actions have been taken through awareness discussions focused on correct thermistor-eam joint soldering. Explanation of codes: investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿overheating¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿overheating¿ issue. In addition, biosense webster inc. Analysis finding of ¿a poor joint¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).